Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged, nine days post implant, due insufficient slack and the lead was pulled by raising the patient's upper limbs. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.